Manufacturer narrative:
D4: the UDI is unknown because the part/lot number were not provided. The device was not returned for evaluation. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9/h3 - device available for evaluation updated from yes to no.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm interventional procedure. Reportedly, an unspecified failure occurred with the proglide device. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.